Event description:
The complaint was reported as: the complaint alleges that the lamp on the blade would not light out. No report of pt injury. Pt condition reported as fine.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.